Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Surgical intervention was performed, and a large hole was found in the pressure regulating balloon (prb) resulting in fluid loss. The prb was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the balloon found a large tear in the shell consistent with fatigue and avulsion. Based on the information available, the reported allegations were able to be confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Surgical intervention was performed, and a large hole was found in the pressure regulating balloon (prb) resulting in fluid loss. The prb was replaced. There were no additional patient complications reported.